Manufacturer narrative:
The device was received with intermittent buttons due to corroded keypad traces. It also had cracked battery tube threads and scratched lcd window. The device passed the basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm during prime. The customer stated that he was unable to clear the alarm due to the act and esc buttons not responding. The blood glucose at the time of the incident was unknown. He was advised to remove the battery for 5 minutes; he received a button error alarm when reinserting the battery. The device was returned for analysis.